Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer felt that the insulin pump was not delivering the correct amount of insulin. The customer stated that she has also experienced high blood glucose levels for the past couple of weeks. The customer felt that the insulin pump was no longer reliable, and requested a replacement. Nothing further was reported.